Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-9, lot# n213886, implanted: (B)(6) 2009, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009-, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2009, product type: catheter. (B)(4).

Event description:
In (B)(6) 2015, the patient experienced increased pain after the physician turned the pump down to one third of his dose. The pump was delivering "morphine 10% and dilaudid 25%". The dose was at 15.9 mg/day but the physician had scaled it back; the patient didn't know the current dose. It was noted that the patient started getting good effect from the pump when the physician added the dilaudid to the morphine. Additional information was received from the consumer on (B)(6) 2015 regarding a confirmed granuloma following an MRI in (B)(6) 2015. The granuloma was 15cm. The patient had lost the feeling in his legs. The patient was to meet with the surgeon on (B)(6) 2015 and would like a manufacturer representative present. The patient was instructed a manufacturer representative would have to be invited by the doctor. It was noted the patient had a pain management doctor, but no managing pump doctor. Further follow-up was being conducted to obtain drug information, concomitant drugs, actions/interventions, and any other pertinent information. History: non-malignant pain, degenerative disc disease